Event description:
The customer reported that the system displayed a communication failure error message and was no longer able to expose. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, fluoro functions board and x-ray tube were replaced, and a filament calibration was performed. The system was then found to be operating as intended.